Manufacturer narrative:
(B)((4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: please confirm what color reload was used on the mesentery, appendix and mesoappendix? Were any malformed staples noted throughout the care of patient? Did the patient require any blood products? What is the current patient status? A gray load was used for the mesentery & white for the appendix. There was not any note of malformed staples during the case. The patient went to another facility for their ¿bring back¿ so the surgeon is not currently aware of the status.

Event description:
It was reported by the rep post-operative after a laparoscopic appendectomy the patient was brought back to the operating room for bleeding along the mesentery staple line. The patient was opened, and the surgeon over sewed the staple line to stop the bleeding. There is no additional information.